Event description:
Boston scientific crm received info that this right atrial (ra) lead was not capturing. An x-ray confirmed that the lead was dislodged. The first attempt to revise the lead was unsuccessful. Measurements through the pacing system analyzer (psa) were acceptable; however, the zoom noted the lead dislodged again. As a result, the ra lead was explanted. It was suspected the dislodgement was caused by tissue in the helix.